Manufacturer narrative:
E 1. Initial reporter phone : (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and three hours after catheter use, during roof ablation, the impedance was repeatedly increased. When the flow was checked, irrigation from the tip was found to be defective. The catheter was flushed outside the patient body. There was no specific error that was displayed. The impedance cut-off value was not exceeded. The issue was resolved by replacing the stsf catheter to a new one. The procedure was completed without patient consequence.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Correction to the initial report: full UDI has been populated to field d4. Primary UDI number. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and three hours after catheter use, during roof ablation, the impedance was repeatedly increased. When the flow was checked, irrigation from the tip was found to be defective. The catheter was flushed outside the patient body. There was no specific error that was displayed. The impedance cut-off value was not exceeded. The issue was resolved by replacing the stsf catheter to a new one. The procedure was completed without patient consequence. Device evaluation details: the device was returned to biosense webster for evaluation. A visual inspection, temperature, impedance, and irrigation test of the returned device were performed in accordance with bwi procedures. Visual analysis revealed no damage or anomalies on the device. The temperature and impedance test were performed and the device was found working correctly. No impedance issues were observed. An irrigation test was performed, and the device was irrigated correctly. No irrigation issues were observed. No malfunctions were observed during the device analysis. A manufacturing record evaluation was performed for the finished device number lot 31248106l and no internal actions related to the complaint were found during the review. The irrigation and impedance issues reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following warnings and precautions: purge the catheter and the irrigation tubing with heparinized normal saline prior to insertion of the catheter into the patient. Inspect the irrigation saline for air bubbles prior to its use in the procedure. Air bubbles in the irrigation saline may cause emboli. Always maintain a constant heparinized normal saline infusion to prevent coagulation within the lumen of the catheter. Do not use the catheter without irrigation flow. In relation to the impedance issue, the instruction for use (IFU) contains the following warnings and precautions: protective impedance may reduce the risk of burns and permit continuous monitoring of the electrocardiogram during energy delivery. Apparent low power output, high impedance reading, or failure of the equipment to function correctly at normal settings may indicate faulty application of the indifferent electrode(s) or failure of an electrical lead. Do not increase power before checking for obvious defects or misapplication of the indifferent electrode or other electrical leads. In the event of a generator cutoff (impedance or temperature), the catheter must be withdrawn and the tip electrode inspected for coagulum before rf energy is reapplied. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).